Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report past hospitalizations and emergency medical services due to low blood glucose levels. The customer stated he treated based off of the sensor glucose reading and did not check to verify accuracy. The customer's sensor glucose reading was 400 mg/dl. The customer ended up with a blood glucose level of 22 mg/dl. The paramedics treated the customer where he was at the time of incident with glucose and was able to go home afterwards. No further details were provided and nothing was replaced or returned for analysis.